Manufacturer narrative:
(B)(4).

Event description:
It was reported that usb cable connector to tablet was causing communication issue on programming system. It was reported by the nurse that she disconnected the cable of the tablet, waiting for 15 seconds, then reconnected the cable, but it did not work. A known working usb cable was used and the programmer worked. The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date. Review of manufacturing records confirmed all tests passed for the tablet (B)(4) prior to distribution.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Manufacturer narrative:
Labeled for single use? The previously submitted MDR inadvertently indicated that the product involved was labeled for single use.